Event description:
It was reported that the right ventricular lead impedance had dropped to 177 ohms. It was also reported that the patient experienced pocket stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.